Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console instrument, it was reported that the system prompted an error saying "ac power failure". According to battery symbol, battery appears to be charging. It is unknown if the customer tried swapping power cables with another and if power cable has any physical damage. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported ac power failure issue was verified during service. The service technician was able to duplicate the reported issue. The issue was resolved by replacing the power supply and assy system controller. Preventive maintenance was performed as per specification. The instrument was analysed/serviced in the field by a field service technician. The instrument did not return to a medtronic facility for analysis/service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that no damage was observed on the instrument. It is unknown whether any abnormal electrical event occurred. There were no visual, audible, or performance abnormalities, and no issues were related to the batteries. Additional information d.4 unique identifier (UDI) #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.